Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, once in 4 days, ongoing) and fortum injection (1gm, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient was discharged from the hospital and has recovered from the peritonitis event. The dose of dianeal therapy was increased and remains ongoing. Should additional relevant information become available, a supplemental report will be submitted.